Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs and one used sample were provided for evaluation. Upon visual inspection of the returned sample and photographs, a black speck was embedded on the drip chamber. Based on the data from the investigation, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. According to the supplier's investigation, it was determined that the possible root cause is a discontinuity in the process, which generated some parts with embedded spots. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: contamination in infusomat tubing. Detailed inquiry description: particle found in drip chamber of tubing. There is black particulate matter found inside the tubing. No patient involvement.